Manufacturer narrative:
(B)(4). Date sent: 12/16/2021. Additional information was requested, and the following was obtained: could you please provide more details regarding the product claim. Did the defect cause any consequence in the patient? There were no consequences for the patient was the problem solved? Yes, the problem was solved with another similar product what is the patient's condition? The patient's condition is satisfactory.

Event description:
It was reported that when the doctor did the anastomosis, the circular did not trigger the staple.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. How was the procedure completed? 2. Could you please clarify if there were any patient consequences? 3. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.